Manufacturer narrative:
The customer reported complaint of the thermogard console (sn (B)(6)) displayed tcmid:02 (ce danfoss error) error message when powered on was confirmed based on the event log review but not during functional testing. The root cause for the observed issue was a failed cooling engine as a result of the device aging. The thermogard console was manufactured in december 2013 and is 9 years old, well beyond its expected serviceable life of 5 years. As part of routine service during testing, the console was examined and the screw on the umbilical connector and pan drip was missing, unrelated to the reported complaint and likely attributed to user mishandling. The console passed the initial functional testing without any issues. However, upon further testing of the console, the cooling engine (ce) compressor motor winding was found leaking current, which caused the console to display the tcmid:02 error message. The cooling engine needs to be replaced to remedy the fault. In addition, during testing, the thermogard console did not recognize the empty air trap as two amber led lights were not lit, unrelated to the reported complaint. The root cause was determined to be a failed air trap block assembly due to the overflow of liquid into the air trap chamber, as indicated by the presence of liquid traces on the air trap block, possibly caused by user mishandling. The defective air trap sensor block assembly needs to be replaced to remedy the fault. The event log was reviewed and confirmed the occurrence of multiple tcmid:02 error messages around the reported event date. Also, the event log showed several mid:09 (air trap assembly) error messages on 03/12/2022, unrelated to the reported complaint, as a result of the liquid overflow into the air trap chamber. Waiting on the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard console with sn (B)(6).

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During device setup, the thermogard console (sn (B)(4) displayed a tcmid:02 (ce danfoss error) error message. The customer was unable to clear the error message. Another thermogard console was used to treat the patient. No consequences or impact to patient.